Event description:
Int'l affiliate reports the spinal screw was found to be loose fifty one days after the device had been implanted. A second procedure was performed and the surgeon re-fixed the screw. Several catalog numbers for the devices included in the spinal construct were provided but the affiliate is unable to identify the catalog number of the screw that loosened.

Manufacturer narrative:
The identity of the screw that is reported to have loosened is unk. The screw is reported to have been re-fixed by the surgeon and the device remains in the pt. No conclusions can be made at this time. Reviews of the device history records for all of the items included within the construct confirmed the lots met specification requirements. Care must be taken to ensure that the construct is tightened properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.